Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the patient was revised in (B)(6) 2014 for a broken condylar plate. The new plate implanted in february has also broken requiring additional surgery in (B)(6) 2014 this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The first reported broken plate was explanted on an unknown date in (B)(6) 2014 and a new plate was implanted. The plate implanted in (B)(6) was explanted on an unknown date in (B)(6) 2014. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.